Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas user experienced a device display blackout and apparent shutdown, followed by the ilet showing three calibration lines with no glucose value for approximately 20 minutes, despite active dexcom g6 readings in the dexcom app; after placing the ilet on a charger, the device powered on, beeped, and resumed showing glucose on the main screen, with the lowest noted glucose at 52 mg/dl. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient interruption of glucose display and user concern, without medical intervention, hospitalization, or use of backup therapy. Investigation included product-use and troubleshooting review with confirmation that alerts were absent and that functionality returned after charging and navigation back to the main screen. Investigation of this case revealed a temporary device power depletion or user interface recovery state, with no persistent alarms and restoration of sensor data display once charging occurred. It was concluded, based on previously established findings for similar reports, that the cause was likely transient battery depletion with normal device recovery after charging.